Event description:
Pt reports that two or three sutures were used which caused an infection which resulted in egg-sized abscesses. Pt reported they were already on antibiotics for a uti, which slowed down the infection. Dr prescribed antibiotics. The abscess burst and drained.

Event description:
Info received as posted on internet chat room: pt reports that two or three sutures were used which caused an infection which resulted in egg-sized abscesses. Pt reported they were already on antibiotics for a uti, which slowed doen the infection. Dr prescribed antibiotics. The abscess burst and drained.